Event description:
Patient underwent second part of two stage revision surgery. Antibiotic spacer was removed and revision right total knee arthroplasty was done and included both femoral and tibial components.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient underwent revision surgery to replace hardware.

Manufacturer narrative:
The associated devices were not returned for evaluation. The provided clinical reports indicated there was no infection, as evidenced by the samples sent to pathology during the 1st and 2nd stage revision; therefore the alleged severe infection cannot be supported. The pathology of synovectomy tissue showed ¿black pigmented foreign body material¿ which is consistent with metal on metal (mom) wear, however the root cause of the pe insert displacement and mom contact between the femoral condyles and the tibial baseplate cannot be confirmed. Per review of provided information, it is possible that a combination of the patient¿s comorbid conditions, early overloading of r knee in the post-op phase, possible prosthesis wear and/or dislocation, and the reported neoplasm/heterotopic bone formation contributed to the reported events of the displaced pe insert and associated metal on metal wear, fibrosis and pain. The patient was discharged to a snf to continue pt/ot rehabilitation and later experienced complications with the competitor tka components including a ¿broke prosthetic joint implant¿, fb granuloma and chronic infections per provided documentation. No further medical assessment can be provided at this time. A review of manufacturing records did not reveal any deviations that could have contributed to this issue. All devices were sterilized according to quality documentation. A review of complaint history revealed that we have not had any previous complaints for the listed batches, other than the complaints associated with this patient. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. If additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
The associated devices were not returned for evaluation. The provided clinical reports indicated there was no infection, as evidenced by the samples sent to pathology during the 1st and 2nd stage revision; therefore the alleged severe infection cannot be supported. The pathology of synovectomy tissue showed ¿black pigmented foreign body material¿ which is consistent with metal on metal (mom) wear, however the root cause of the pe insert displacement and mom contact between the femoral condyles and the tibial baseplate cannot be confirmed. Per review of provided information, it is possible that a combination of the patient¿s comorbid conditions, early overloading of r knee in the post-op phase, possible prosthesis wear and/or dislocation, and the reported neoplasm/heterotopic bone formation contributed to the reported events of the displaced pe insert and associated metal on metal wear, fibrosis and pain. The patient was discharged to a snf to continue pt/ot rehabilitation and later experienced complications with the competitor tka components including a ¿broke prosthetic joint implant¿, fb granuloma and chronic infections per provided documentation. No further medical assessment can be provided at this time. A review of manufacturing records did not reveal any deviations that could have contributed to this issue. All devices were sterilized according to quality documentation. A review of complaint history revealed that we have not had any previous complaints for the listed batches, other than the complaints associated with this patient. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.